Event description:
The lens had to be removed due to capsule damage. The doctor enlarged the incision to remove and replace the lens, and perform a capsulotomy.

Manufacturer narrative:
See MDR 1920664-2009-00086 for the delivery device used with this intraocular lens.